Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced the following as a result of the implantation: incontinence, infections, erosion of the mesh, pelvic pain, autoimmune disorder and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.